Manufacturer narrative:
The nexgen oscillator blade was received for evaluation on 07-nov-2015. Visual examination confirmed one tooth located at the end of the cutting blade was broken off and was returned. The remaining teeth are worn in appearance. The tooth located next to one that was broken off has multiple horizontal score lines across its surface. This type of damage can occur during use if the blade teeth come in contact with other metal instruments such as the cutting block, retractors, or activation of the saw while inserting or removing the blade from the cutting block. There is no reason to believe that anything associated with the device manufacturing process caused or contributed to this reported problem. The most likely cause of this failure is use related. Lot# 552921 was manufactured on 01-may-2014. (B)(4). A review of the device history record found no anomalies or non-conformances during the manufacturing process that could have caused or contributed to the reported breakage. Of this lot containing (B)(4) units, there has been no other complaint received. A 2-year review of product history for this device showed two (2) previous adverse event reports. During this 2-year period, approximately (B)(4) units were sold worldwide, making the rate of occurrence for this failure mode (B)(4) percent. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. No further action is planned at this time. Conmed linvatec surgical blades and burs are sterile, single use powered surgical tools for cutting and removing soft tissue, or bone, from a patient during procedures. Conmed linvatec surgical blades and burs are made primarily of stainless steel. To reduce the risk of blade breakage or injury to the patient, the handpiece manual used to drive the blades/burs cautions the user: always inspect for bent, dull or damaged blades or drill bits before each use. Do not attempt to straighten or sharpen. Do not use if damaged. After use, dispose of properly. Do not use saw blades to pry, remove bone grafts, or as a leverage point. Patient or user injury could occur.

Event description:
The customer reported that a new nexgen oscillator blade was used during an osteotomy. As reported, soon after starting, the blade broke while cutting bone. The tooth of the blade was retrieved and the procedure completed as intended using a backup blade. No further complications or patient injury were reported. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.